Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap is partially fractured distal to the uv glue zone; the glass cap distal part is detached and not returned; the heat shrink tubing exhibits minor scratch marks. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure while using the first surgical fiber it was noted that the¿tip cracked & aiming beam couldn't be seen¿. The fiber was exchanged and the same issue was noted with the second fiber. The fiber was exchanged however a message indicating that the "fiber expired and wouldn't work" was observed with the third fiber. The third fiber was exchanged and the procedure was completed utilizing the fourth fiber. A 208,504 joules were used and 67 minutes of time was expended. Patient outcome: "no injury" reported. This report is for second fiber.